Event description:
On (B)(6) 2015, kci was notified by the us food and drug administration that the following info was reported via (B)(4): event date: (B)(6) 2014. The pt alleged experiencing seal issues with the "wound vac tanks" for the eighth time. The pt alleged that "once the blood in the tank crystalizes, it expands and pops in the side of the tank open. The pt alleged once he awakened from sleep, "the pump was running fast and pressure too low for safe use." The pt removed the vac therapy system and applied wet-to-dry dressings. The pt alleged his wound was "very wet and more bad smelling than normal." Then the pt alleged, "I have had four infections so far." No add'l info is available. The unit's serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
(B)(4) noted the "event date" as (B)(6) 2014. It is unk when the alleged four infections occurred as this info has not been provided. No specific ifentifiers were provieded to address the initial reporter or that would enable kci to attempt to obtain add'l info.

Manufacturer narrative:
Section g4 date received by manufacturer: date reported in original MDR-3009897021-2015-00024 was corrected from 03/13/2015 to 03/09/2015.

Manufacturer narrative:
Based on the review of the video by kci quality engineering, kci's assessment remains the same; it is unknown when the alleged four infections occurred as this information has not been provided. No specific identifiers were provided to address the initial reporter or that would enable kci to attempt to obtain additional information.

Event description:
On sep 04 2015, kci quality engineering reviewed the external customer video and determined it was not possible to perform a visual assessment of the complete vac therapy system, thus the customer complaint could not be substantiated.